Event description:
The customer reported that the subject device displayed image noise, and the image would disappear due to a faulty video cable signal. Although the reported image issues occurred during an unspecified procedure, the case was completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed noise on the image due to a damaged image pickup unit, and the image would disappear temporarily. Service also observed a b30 error (scope communication error), caused by dirt on the electrical contacts on the video connector. Additionally, there was a loss of the scope identification (ID) information due to breakage of the ID board. The device evaluation also found the video cable was wrinkled due to external factors, the vent of the light guide connector was loose due to an external factor, and adhesive at the distal end had peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to the failure of internal board of the scope connector unit or the system. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.